Event description:
It was reported that pump displayed malfunction alarm code 24 with unspecified high blood glucose reading shown only as ¿high.¿ there was no additional information received regarding any further impact to the customer¿s blood glucose level. Customer delivered correction bolus via pump, planned to use multiple daily injections as backup insulin therapy, and did not require emergency assistance, while technical support arranged replacement pump shipment, confirmed that pump was under warranty, provided instructions for using storage mode and returning malfunctioning pump within specified time frame, and advised customer to transfer pump settings and reconnect continuous glucose monitor to replacement device.